Event description:
During a knee arthroscopy procedure, the pump pressure was set w/ distention pressure of 30. Surgical team noted the pt's leg was firm. When pump settings checked, the pump indicated a pressure setting of 30 but actual pressure measured was 130. The md immediately brought setting down to 23, at which time the pump seemed to regulate itself. A three liter irrigation bag which had just been hung was found empty. The pt had noticeable edema from knee level to left lower quadrant down into perineum. Pt did not have compromised circulation in leg/foot. A significant amount of the swelling resolved prior to the patient's discharge. The pump was isolated and tested internally, and found to be functioning as expected. The disposable tubing/cassette were not saved and is not available for testing. The handpiece/cable used during this case were not isolated. The hospital has 9 handpieces/cables, so all 9 were tested. Two were found to have cables that did not function as expected. (One was unresponsive to the buttons, one did not sense anything). These have been replaced. One hand switch was found to not function properly. It was found to have build up under the buttons. It was cleaned, and has not yet been re-tested for function. It was unable to be determined by the hospital if either of the cables or the hand switch were involved in the reported incident.